Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician performed bench testing on lap top ventilator 1150. All testing performed using a known good test patient circuit as well as a known good ac adapter. The ventilator passed 94 hour extended tests at customer's settings. The ventilator failed lap top ventilator final test for non-conformity with the accumulator leak (10.2.2). This slight non-conformity would not result in a failure to ventilate properly. Unit passed all testing. Event trace review showed no concerning activity.

Event description:
Per chart review, attending emergency department note: history is that mom was changing the patients tubing for her ventilator, things went smoothly and the child was well afterwards. The mother left the child, when she came back to check on her, the child was not breathing appropriately although the model lap top ventilator 1150 was working. The child was unresponsive, with her eyes closed and pale. The mom immediately disconnected the child from the ventilator and began providing positive pressure ventilation via bag mask valve. Emergency medical services were called and upon their arrival the patient did have a pulse and a heart rhythm. They continued to provide positive pressure ventilation during transport. The child opened her eyes and was back to her baseline when the physician seen her in the emergency room. The patient was awake and alert. Heart sounds were tachycardic but regular and lung sounds were present but somewhat diminished on the left. User facility believes the child's parents may have incorrectly set alarms which could have contributed to this event.